Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked case at the display window corner, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had crack, missing pieces and also scratches on screen. The customer reported that they had high blood glucose around 470 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.